Manufacturer narrative:
On 2/10/2020, it was reported to mentor that the devices are non mentor. Since this record is related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unspecified gel mentor breast implant and experienced pain, hardness of breasts, bilateral rupture and bilateral capsular contracture baker grade IV. As a result, the patient will undergo removal and replacement with mentor memorygel breast implant 270cc on (B)(6) 2020. This medwatch is for the left breast implant.